Event description:
Info received indicates the head of the bed cannot be raised.

Event description:
Caller reported accu-chek system blood glucose result of 306 mg/dl, felt symptoms of hypoglycemia. Retest result 10 minutes later was 94 mg/dl. Customer self-treated, felt better. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.